Event description:
Healthcare professional reported a right side deflation, capsular contracture baker grade IV, and "hard right breast abscess". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "abscess" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "hard right breast abscess"; capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Abscess: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. No further actions are required as the device was implanted. .

Event description:
Healthcare professional reported a right side deflation, capsular contracture baker grade IV, and "hard right breast abscess". Device has been explanted and replaced.